Event description:
Consumer reported needle break, she stated that the patient end needle broke off in her stomach while doing her injection. Consumer also mentioned that she re-uses the needle, and while she was preparing for the injection the needle bent and she tried to straighten it before placing it into the injection site. Lot #: 2116275. Catalog #: 320109. Date of event: (B)(6) 2024 samples: available - sending mail kit.

Manufacturer narrative:
Correction to: h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.